Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that a dissection occurred during the implantation of the xience v stent. It was successfully treated with another drug eluting stent. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Dissection, in the IFU, is a known adverse event associated with coronary stenting and is not an indication of a product quality issue. There was no report of any device malfunction. Dissection can be influenced by lesion characteristics, procedural technique, and device size selection. The IFU states that "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of other stents or other.)" A conclusive root cause for the dissection and the relationship to the device cannot be determined.